Event description:
During a percutaneous transluminal angioplasty to the right common iliac artery a balloon rupture occurred. There were no anomalies noted during product inspection or when prepping device. The target was in-stent restenosis of a wall stent from boston scientific. There is no information about the initial stent implantation procedure. The lesion was not tortuous however 90% stenosis was present. An indeflator was used for inflating balloon. It was reported that at 12 atm the balloon ruptured. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another competitor's balloon to end procedure successfully. There are no additional patient, vessel, lesion, or procedural information available. This product will be returned for evaluation and testing.